Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, product type: lead (B)(4).

Event description:
It was reported that the trial patient had a shocking or jolting sensation. The patient started their trial yesterday and it was ending tomorrow. It was noted that the patient felt tingling all the time and felt like shock waves in their lower part of their left buttock and they went down their left leg. The patient felt nothing on the right and when the health care provider (hcp) put them in they felt it on both sides. It was stated that the patient was given the little handheld thing and they felt it all the way across both sides but when they left the office the just felt it on the left side and they had the dial turned to 10. The patient wanted to know if they would feel stimulation this way if they got the permanent implant. It was reported that the patient turned stimulation down to 7 and felt it in their left buttock, but not in their leg. The patient had retention and had frequent bladder infections in the past that they took medication for. It was noted that the hcp told them the implantable neurostimulator (ins) would help with the bladder infections. The patient didn¿t have a lot of accidents, but they could make it to the bathroom and wore a pad. It was stated that the patient got up just 1 time at night and since they started the trial they still had to go a lot. Additional information received reported that there was not a 50 percent or greater symptom reduction. There was not any troubleshooting done as it was the peripheral nerve evaluation (pne) implant. It was noted that they were adjusting the leads and changing the programmer. The patient recovered without permanent implant.